Event description:
Customer reported while infusing a medication (orencia) it was observed the IV tubing unscrewed/disconnected itself from the female end of removable connector of the extension set that was attached to a primary IV tubing. The connector was retightened and it happened again. The connector was again tightened and it happened a third time. There was a few drops of solution that leaked. This time the nurse taped the connector to the tubing. There was no patient or user harm reported and no medical intervention required.

Manufacturer narrative:
(B)(4). The customer indicated that the product will not be returned. Unable to determine the cause of the customer¿s reported disconnection.